Manufacturer narrative:
Corrected data: the product added to section d10 under MDR-2023-25520 was added erroneously. This is to correct that as it was the same product the complaint is on.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead had high capture thresholds. The patient was asymptomatic. Programming changes were implemented and the patient was stable throughout the intervention.